Manufacturer narrative:
(B)(4). Date sent: 10/3/2016. Batch #n92c9j. The device was received in good condition. The tissue pad was melted and split, partially detached and partially missing. The device was connected to a test handpiece for functional testing on the gen11 generator. During functional testing, the jaws did not open and close properly due to tissue/fluid in the jaws. After multiple closures of the trigger, the clamp arm freed and the jaws open and closed normally. The device passed all mechanical but during the functional tests the blade tip broke off, evidence of blade damage during use. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a hepatectomy procedure, after five or six activations, the teflon pad was cut in the middle. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.